Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery, battery / (B)(4) / model #: 1650de / expiration date: 2018-12-31 UDI #: (B)(4). Device evaluation anticipated, but not yet begun, mfg date: 2017-12-08. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced premature power switching on the controller, intermittent beeping, and critical battery alarms. It was also reported that fully charged batteries would prematurely lose power when connected to the controller. The controller and associated battery remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller (con315751), four batteries (bat590929, bat592444, bat592025, bat590930), one controller ac adapter (cac206745), and one controller dc adapter (cdc203028) were not returned for evaluation. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving bat590929, bat592444, and bat592025. Additionally, several momentary disconnections which did not lead to premature power switching events were logged involving bat590930. Momentary disconnections will result in an audible tone or "beep." As a result, the reported power switching and intermittent beeping events were confirmed. Log file analysis also revealed three critical battery alarms logged on may 8, 2018 involving bat590929. The data point prior to the critical battery alarms, at 12:01:40, revealed that the battery was at 24% relative state of charge (rsoc). During the critical battery alarms, the battery dropped from 24% rsoc to 6% rsoc. During this instance, the battery was not the active battery, yet still dropped capacity. Given that the capacity dropped to 6% rsoc may be indicative of an estimation error. However, analysis could not be performed since the device was not returned. Further analysis of the log files did not reveal any anomalies involving the discharge rate of the batteries; as a result, the reported "fully charged battery will go straight to 2 bars" event could not be confirmed. Additionally, the alarm log file did not reveal any power disconnect alarms. As a result, the reported alarm could not be confirmed; however, the observed momentary disconnections may explain the reported power disconnect alarm that the patient experienced while connected to an ac adapter. The most likely root cause of the critical battery alarms event can be attributed to an estimation error, which resulted in the battery's capacity dropping below 10% rsoc, triggering critical battery alarms. The most likely root cause of the reported power switching and intermittent beeping events can be attributed to momentary disconnections between the controller and batteries. An internal investigation evaluated momentary disconnections. Additional products: battery / bat590929 d10: no h3: yes h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 3213, 104 h6 FDA conclusion code(s): 12, 4307 d1: heartware ventricular assist system ¿ battery d4: battery / bat592444 / model #: 1650de / expiration date: 2018-12-31 UDI #: 00888707000369 d10: no h3: yes h4: mfg date: 2017-12-23 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 d1: heartware ventricular assist system ¿ battery d4: battery / bat592025 / model #: 1650de / expiration date: 2018-12-31 UDI #: 00888707000369 d10: no yes. Mfg date: 2017-12-19. No.patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12. Heartware ventricular assist system ¿ battery d4: battery / bat590930 / model #: 1650de / expiration date: 2018-12-31 UDI #: 00888707000369 d10: no h3: yes h4: mfg date: 2017-12-08 h5: no h6: patient code(s): c76143 h6: device code(s): c63030 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 12 d1: heartware ventricular assist system ¿ controller ac adapter d4: controller ac adapter / cac206745 / model #: 1430us / expiration date: unknown UDI #: asku d10: no h3: yes h4: mfg date: unknown h5: no h6: patient code(s): c76143 h6: device code(s): c63025 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d1: heartware ventricular assist system ¿ controller dc adapter d4: controller dc adapter / cdc203028 / model #: 1440 / expiration date: unknown UDI #: 00888707000260 d10: no h3: yes h4: mfg date: unknown h5: no h6: patient code(s): c76143 h6: device code(s): c63025 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was power switching with three batteries, one controller ac adapter and one controller dc adapter. One of the batteries displayed multiple critical battery alarms. It was noted that when a fully charged battery was attached to the controller, it would go straight to two bars. The patient woke up in the middle of the night to an alarm while using the controller ac adapter, which stated to connect to a battery. Servicing was performed on all the power sources. The three batteries, the controller ac adapter and the controller dc adapter remain in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.